Event description:
It was reported on (B)(6) 2011 prior to the procedure error message 652, 302.11, 202.11, 102.3 were received from the laser system. Per the customer, the error messages were cleared, but the laser went into a safety shutdown and error message 330 appeared. The pt was on the table and was under anesthesia. Per the customer, conferenced in with technical support who advised the chiller needed to the replaced and advised the procedure could be completed if the chiller started. While on the line, the physician decided to cancel the procedure. No pt injury was reported as the error messages appeared prior to the start of the procedure.